Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with the initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding feeling overfilled, which occurred on the homechoice pro (hcp) during use, during dwell 1. The home patient (hp) stated that the initial drain volume was only 9ml, and they normally drain 1500ml during initial drain. The technical service representative (tsr) had the hp stop dwell and manually drain. The manual drain volume was equal to 5501ml, therefore this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr advised the hp to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the nurse on (B)(6) 2012 in regards to an overfill. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention for the reported issue. The nurse stated the home patient is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.